Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a power error detected. The customer's blood glucose during the incident was unknown. The customer was given a series of steps to perform after the call ends to resolve the issue. However, the customer was advised the alarm will recur due to the device's software version. The customer was offered a replacement and they accepted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error due to non-sleep anomaly software error.